Event description:
After approx 24 hrs of intra-aortic balloon therapy, a balloon leak was detected via blood in the tubing. The iab was removed. No pt injury or further complications occurred as a result of this event. The pt is reported to be fine.